Event description:
My husband had a incisional hernia from a previous back surgery in 2006 when he had it repaired. At the time he had mesh implanted and knew nothing of the type used. In the fall of 2006, he noticed pain in abdomen. In 2007, we called the surgeon's office to ask about the mesh due to ads on tv about kugel recall. At that time, we were told it wasn't a kugel patch. As time progressed, he had more pain and noticed a protrusion in his abdomen, went to another dr who noticed a small hernia. Come 2008, he was checked again and surgery was scheduled to fix new hernia. In that surgery, it was found that he had 2 additional hernias plus his small intestine was grown to the original mesh implanted in 2006. After which it was removed, it was found to be a bard composix kugel patch. These were not recalled. After he went home, he began to have pain and vomiting, back to the ER, in the hosp for 3 days blowing up like a balloon. Finally, his bowel ruptured due to a perforation from it being attached to the mesh. He not only had adhesions, but fistulas. The new dr had to go back and remove his new mesh and leave it open plus send him out due to peritonitis. Also had 6 inches of intestine removed. For last 8 months, he has had no protection but a belly band for support, had major reconstructive surgery to repair abdominal wall, will still be a hernia candidate for life. He has been thru tremendous pain and nearly lost his life due to this product being defective. It has also made it almost impossible for him to work and live as normal a life as he had before. Dates of use: 2006 -- 2008. Diagnosis or reason for use: hernia.